Event description:
It was reported that a patient underwent revision surgery due to a broken distal femoral locking plate. The plate was removed and a new one was put in. No additional information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Event date: actual date when plate broke unknown. Implant and explant dates: original implant and explant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.